Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Event description:
It was reported that pacemaker alerted for out-of-range (oor) right ventricular (rv) impedance. The issue appeared to be chronic, with oor values going back to the previous january. There was also rv noise and oversensing that led to stored non-sustained ventricular episodes. It was noted that the patient paced zero percent in the rv. The pacemaker and rv lead remain in service and no adverse patient effects were reported. This device was replaced for therapy upgrade/downgrade and returned to boston scientific.

Event description:
It was reported that pacemaker alerted for out-of-range (oor) right ventricular (rv) impedance. The issue appeared to be chronic, with oor values going back to the previous january. There was also rv noise and oversensing that led to stored non-sustained ventricular episodes. It was noted that the patient paced zero percent in the rv. The pacemaker and rv lead remain in service and no adverse patient effects were reported.